Event description:
Caller states patient received result of 220 mg/dl on the advantage system and result of 84 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system (lot number 550799, expiration date 12/31/2009). (B) (6).